Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the rectum following a previously occurring emr, the physician used a cook hemospray endoscopic hemostat. It was reported that the physician was not able to apply [spray] powder when the trigger button was pressed. No powder was released through the catheter . Because there seemed to be no activity from the first device [difficult or unable to spray powder captured in separate report], we quickly switched to a second device in view of the bleeding. A new line [catheter] was used for this. Even then there was no transport [spray] of powder [difficult or unable to spray powder-subject of this report]. Afterwards when removing the line the gun worked. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Description of event was updated to correctly assign the event details to the devices involved. Incorrect information was provided with the initial complaint details. The returned devices indicated which event occurred with which device. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were included in the return. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was not present within the device nozzle; however, powder was loose within the tray and on the outside of the device when returned. Neither of returned catheters presented with powder present. The device was tested as returned and sprayed as intended. One of the returned catheters was attached to the nozzle and was tested. The device sprayed as intended with the catheter attached. The co2 cartridge audibly discharged upon deactivation and was fully punctured. The foam insert was present inside the handle with the slits in the foam facing downward toward the co2 cartridge. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended when tested as returned. The root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the rectum following a previously occurring emr, the physician used a cook hemospray endoscopic hemostat. It was reported that the physician was not able to apply [spray] powder when the trigger button was pressed. No powder was released through the catheter [difficult or unable to spray powder-subject of report]. Because there seemed to be no activity from the first device, we quickly switched to a second device in view of the bleeding. A new line [catheter] was used for this. Even then there was no transport [spray] of powder [difficult or unable to spray powder captured in separate report]. Afterwards when removing the line [catheter] the gun worked. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.